Manufacturer narrative:
(B)(4). Pump received with partially detached retainer. Test reservoir lock properly inside the reservoir tube. Unit passed displacement test. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.